Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right atrial threshold had risen more than twofold. Sensing and impedance values were stable. The lead was explanted and replaced. The patient was stable.